Event description:
The following info was received from the clinical study: the pt expired. An autopsy was not performed and the cause of death is unk. Physicians comment: "the exact cause of death was unk, but the possibility of it wasn't the cypher product problem".

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of five products being reported for the same event. Please reference mfg reports #: 9616099-2005-01500, 00277, 00279 and 00281. Any add'l info will be submitted within 30 days of receipt.